Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the capture threshold increased on the atrial lead, approximately one month following implant. A fluoroscopic examination indicated the atrial lead displaced. The lead was repositioned and the event was resolved with no adverse consequences to the patient.